Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image), missing segments/partial display, and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a critical pump error/open book image error. The customer reported a partial display. The customer inserted a new fully charged battery and the display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the the device was returned for analysis. The customer discontinued use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unable to verify failed battery test due to critical pump error. Verified partial display due to cracked lcd galss. Verified 3 consecutive pump error 63 alarms (line number 704 file number 2006) was noted in the pump history download due to moisture damage to the pcb1 board and pcb2 board. No time listed in the adapt tool log for pump error 63. Unit successfully downloaded to thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 board. Confirmed missing segments in the lcd window due to cracked lcd glass. Failed battery test unknown due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.